Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices using the pre-close technique with a 6f sheath prior to an interventional procedure for a type ii endoleak post endovascular aneurysm repair (evar). Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device as there was no suture present when the needle plunger was removed after deployment. A second proglide device was deployed; however, there was stronger force needed to depress the needle plunger. The suture was deployed successfully; however, when the proglide device was removed from the patient anatomy, it was found that a small portion of the posterior foot plate was missing. The physician took an x-ray but did not find the missing progilde foot in the patient anatomy. The sutures of an additional proglide device were successfully pre-placed. The sheath was upsized to a 16f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two proglide devices. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, strong force was used to depress the needle plunger. It should be noted that the proglide instructions for use states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported plunger deployment issue; however, the foot separation appears to be related to the use of excessive force during plunger deployment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused, sterile proglide devices from the same lot as the complaint device were returned from the account, which were inspected and functionally tested with no anomalies.

Manufacturer narrative:
The device was returned for analysis. The reported plunger deployment issue was not confirmed. The foot separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, strong force was used to depress the needle plunger. It should be noted that the electronic proglide instructions for use states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported plunger deployment issue; however, the foot separation appears to be related to the use of excessive force during plunger deployment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused, sterile proglide devices from the same lot as the complaint device were returned from the account, which were inspected and functionally tested with no anomalies.d9, h3: the device was initially reported as not returning, but was subsequently received. H6: removed type of investigation code- 4115. H6: removed investigation finding code- 3221.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: the physician reported that although slightly more force was needed due to the patient having scar tissue, excessive force was not used. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported plunger deployment issue was not confirmed. The foot separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Unused sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 h6: removed device code 2017. H6: removed investigation conclusion code 61.